Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with high impedance and high thresholds on the right ventricular lead. The lead was capped on 30 oct 2019, and the patient was stable.

Event description:
New information received on 30 oct 2019, indicates that the lead had a fracture.